Event description:
The customer reported that the images intermittently disappeared. They were not showing up on the table monitor.

Manufacturer narrative:
The ge service representative troubleshoot the system, and found intermittent poor connection between monitor video cable, and system video cable. He repaired the connection. The system functions noramally.